Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified solution. It was reported that while the clinician attempted to deliver an unspecified medication through the clave port on the proximal end of the tubing set, the tubing pulled out of the t-connector at the distal end of the tubing set. It was reported that after the tubing separated, the clinician tried to tape and hold the separated components together during the administration; however, an unspecified volume of solution leaked from the taped connection. The tubing set was replaced and the therapy was resumed. There was no reported change in the pt's medical condition. There was no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.